Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, all labels were intact. During functional check, the reported problem was duplicated. Constant high pressure alarm issue during the investigation. Performed pump on pressure station test and failed high range. Found fluid ingression on the downstream sensor. Root cause was found to be a defective downstream sensor. Downstream sensor was replaced.

Event description:
It was reported that there was a constant high pressure alarm during testing. No patient injury was reported.